Event description:
Information obtained from operating room director, rn: on (B)(6)2010, patient was hospitalized and had an open abdomen pre-implant, it is not known whether or not the patient had an active infection at the time of the implant. The patient underwent hernia repair procedure with mesh implant. The abdomen was closed at the end of the procedure. A jp drain was placed. On (B)(6)2010, the patient presented with a large amount of serous drainage from the midline abdominal incision. The surgeon brought the patient back to the operating room for an exploratory laparotomy. During this procedure, the md noted the graft had disintegrated around some of the graft perimeter and a hole was noted in the graft. The mesh graft was explanted. The resultant defect was repaired with another davol porcine mesh product (collamend). The abdomen was closed at the completion of the procedure. Currently, the patient is reported to be recovering well from surgery. Additional information received reported that the implant site was considered clean/contaminated with no purulent material. Probable liver related coagulopathy was recognized during the procedure. The graft was used as a bridge and was sewn to fascial edges. The edges of the defect were not brought together and it was not used to buttress the primary repair. Number 1 prolene running sutures and an autosuture g526 were used for fixation. The suture bite was 1.5 cm deep, 1 cm apart. This was a non-tension repair. The mesh was not tailored. The procedure lasted about 70 minutes. An infection was diagnosed post-implantation- gpc on gram stain.

Manufacturer narrative:
Preliminary evaluation results indicated the returned graft was oval in shape and measured approximately 11.250" at its longest point and approximately 7.750" at its widest point. The graft is sold as a 16" x 28" rectangle. So, it would appear that the graft had been tailored even though it was reported that the graft had not been tailored. There were ragged tears in numerous areas around the circumference of the graft and there was a three-corner tear in one section measuring approximately 1.00" x .875" in size, located approximately 1.750" from one end of the graft. Additional evaluation will be conducted to attempt to determine the cause of the ragged tears observed around the edges of the returned graft. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.